Event description:
Boston scientific received information that this patient's device was being explanted for normal battery depletion. This right atrial (ra) lead was stuck in the header during the procedure and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.